Manufacturer narrative:
(B)(4). Customer did not provide sufficient information about product issue. Customer informed was at the hospital and disconnected the call. Manufacturer contacted customer with follow up call,unable to talk to customer.

Event description:
Consumer reported that he was in the hospital. The customer uses a truetrack meter. No additional information provided.